Event description:
It was reported that a shaft fracture and thrombus occurred. Vascular access was obtained via right femoral artery. The 30mm x 18mm, 80 stenosed target lesion was located in the mildly tortuous inferior vena cava. A 18-4/5.8/120 xxl esophageal balloon catheter was used to dilate the lesion. After dilation, the doctor withdrew the device and then part of the balloon crossed the guide catheter. The distal 4cm of the balloon catheter between the two markerbands fractured and part of the balloon's membrane was fractured. The fractured part was retained inside the subject which was at the inferior vena cava. The doctor attempted to use a device to capture and remove the fractured part, but failed. The fractured part was retained in the arteriole of the left pulmonary artery. The doctor decided to remove the fractured part the next day. A day after the procedure the patient exhibited the symptom with "frowsty bosom" and due to the fractured part with membrane and attached to the vascular wall, it appeared like a large thrombus. The doctor tried to remove the fractured part again, but failed. The following day the patient was in ICU and the fractured balloon was removed by surgery.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that the shaft was kinked at various locations along its length. A complete balloon circumferential tear was noted. The tear was located at 7cm distal to the distal edge of the proximal balloon sleeve. A break was also present in the shaft at the distal edge of the proximal markerband. The distal section of the break and balloon circumferential tear, including the tip, was not received for analysis. An examination of the shaft at the site of the break found that the shaft was stretched. No issues were noted with the balloon material and proximal markerband which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: that "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". (B)(4).

Event description:
It was reported that a shaft fracture and thrombus occurred. Vascular access was obtained via right femoral artery. The 30mm x 18mm, 80 stenosed target lesion was located in the mildly tortuous inferior vena cava. A 18-4/5.8/120 xxl esophageal balloon catheter was used to dilate the lesion. After dilation, the doctor withdrew the device and then part of the balloon crossed the guide catheter. The distal 4cm of the balloon catheter between the two markerbands fractured and part of the balloon's membrane was fractured. The fractured part was retained inside the subject which was at the inferior vena cava. The doctor attempted to use a device to capture and remove the fractured part, but failed. The fractured part was retained in the arteriole of the left pulmonary artery. The doctor decided to remove the fractured part the next day. A day after the procedure the patient exhibited the symptom with "frowsty bosom" and due to the fractured part with membrane and attached to the vascular wall, it appeared like a large thrombus. The doctor tried to remove the fractured part again, but failed. The following day the patient was in ICU and the fractured balloon was removed by surgery.